Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and loss of capture. Fluoroscopy was performed with a lead to header connection issue confirmed. This device remains in service. No additional adverse patient effects were reported.